Event description:
Customer received a suspected false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 21681m, reader sn (B)(4). Repeat cue covid-19 tests performed on (B)(6) 2022 provided negative results. The customer confirmed no symptoms present and no known exposure.

Manufacturer narrative:
Response to device evaluated by MFR device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were six similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. False positive results were not reproduced during the investigation. Root cause is undetermined.